Manufacturer narrative:
One cadd solis hpca pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A cassette was fixed on the pump and turned up. The problem was not confirmed. There were no problems detected with the latch lock. The pump and latch lock was found to be operating properly and passed all tests. No further actions were taken.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the cassette hooking mechanism resisted abnormally, causing issues with cassettes not properly attached (causing treatment to stop flowing). There was no patient, or clinician injury associated with these occurrences. Pain could not be relived an patient did not receive treatment, but no intervention required. No further details provided at this time.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-09644. The report was submitted in error.